Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v189561, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot# v189561, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was removed five days prior to the date of this report, but the ¿leads¿ were left in place. The ins was removed so the patient could have an MRI of the brain. The reason for the MRI was not device related. In addition, the patient experienced a loss of therapeutic effect and bladder control. Incontinence was noted. It was stated that it was like the patient ¿did not have the ins.¿ the symptoms occurred following an automobile accident in (B)(6) 2011. The patient was hit in the rear and felt ¿electricity shoot down their left leg.¿ it was indicated the patient had pain in their neck and left ear after the accident and it was ¿almost if they had shaken baby syndrome.¿ reprogramming was done, but the patient ended up having the ins removed. At the time of removal, it was indicated the ins ¿was not programmed right.¿ it was unclear what this statement meant. The patient still had staples in from the surgery at the time of the call. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received indicated the implantable neurostimulator was working ¿fine¿ prior to the accident, but did not work well following. After the accident, the patient was having infections again. Pain in the leg was also noted. The patient had not ha d the MRI due to the leads remaining in their body. It was stated the patient was doing well without the implant and they were not having trouble with their bowels and constipation. Nine days later, it was reported that no hospitalization was required due to the event and the patient outcome was no injury. Information received the following day indicated the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
After further review it was reported that the patient was completely blocked and also experienced constipation.